Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-08403. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. An echocardiogram revealed a baseline/trace effusion. After the transseptal puncture was performed the physician noticed a small effusion. Then the watchman® access system (was) was not deep seated in the laa. A 27mm watchman ® laa closure device & delivery system (wds) was then advanced and deployed. They monitored the patient during the case and the effusion stayed the same. At 9:00pm that night there was a significant effusion and they drained the fluid. The patient was discharged a day or two later and their current status is fine.